Event description:
3 implants were placed 10/6/1997. One had failed to osteointegrate-came loose when abutment was being tightened. One person affected.

Manufacturer narrative:
The implant was returned for evaluation and found to meet specifications. Info received indicated that the implant loosened when the abutment was being tightened. The amount of torque used to tighten the abutment is not known. The implant is not believed to be the cause of failure.